Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The cadiere forceps was analyzed and the customer-reported complaint was replicated/confirmed. Failure analysis found the primary failure of broken main tube to be related to the customer-reported complaint. The instrument was found to have the main tube broken at the distal end. A piece measuring proximately 0.072¿ x 0.116¿ was not returned with the instrument. A review of the procedure video for the cadiere forceps associated with this event has been performed by an intuitive surgical, inc. (Isi) design eng. The following additional information was provided: the cadiere was being used to manipulate a vessel loop. The wrist was articulated almost fully to the right, and the grips appeared to open and close as commanded. At around 00:44, the cadiere moved suddenly downward. After this motion, the wrist articulation appeared to be limited, although the grips continued to open and close. Without seeing the surgeon's hands at the time, it is hard to say whether or not this was expected. Based on the complaint details, this might be when the surgeon felt to have lost control. Later, it was noted, that the wrist of the cadiere forceps had been straightened and the jaws were partially open. The wrist then bent to the left and the instrument moved slightly along its insertion axis. The wrist then bent fully to the left, and the right jaw fully opened and then closed while the left remained in place. A review of the images provided showed a broken main tube and a frayed cable on the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere instrument did an unexpected movement and kept 90 degrees at the articulation. The surgeon lost control of the cadiere. The operating room (or) staff tried to remove the instrument using the release buttons, but the instrument got docked to the universal surgical manipulator (usm). The customer then activated the emergency button and tried to manually close the jaws of the instrument with the release kit, but they were unable to align the closed tips. Ultimately, the surgeon had to remove the instrument docked to the cannula. Once, outside the patient, it was easy to remove the instrument from the usm. As soon as the instrument was out, the surgeon noticed that the insert was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that during the unexpected movement, the surgeon was in the console. The surgeon did have control of the instrument but then lost control. At the beginning of the surgery, the instrument moved appropriately. After the unexpected movement, he couldn't control the instrument. The issue was noticed approximately 45 minutes from the beginning of the surgery. The surgeon didn´t see any arm-to-arm interference or instrument to instrument and there was no collision between instruments. After the surgeon, could not take control of the instrument, the or staff tried to remove it from the release buttons, but was not possible, because one of the discs remained attached. The drape is not available for return. The or staff always inspect the instrument before use. They did not note anything atypical and there was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.